Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd895797 and gd895763 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was presumed to be due to airborne particles from an open window during pd therapy; however, this was not medically confirmed. The patient was not hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. At the time of this report the patient was reported to be recovering from the peritonitis. Pd therapy was reported to be ongoing. Additional information was requested but is not available. This is report 1 of 4 involved in this event.